Event description:
At the end of the procedure, another device became entangled within the 50mm firmap basket catheter. In the lab staff member's attempt to retract the firmap, resistance to pulling the firmap back was experienced but the member continued to pull the catheter back with more force. The catheter basket was collapsed into, and pulled mostly back through, the distal end of the sheath when the basket separated from the catheter shaft. With the basket protruding approximately 1.5 cm from the top of the sheath, the entire sheath was removed from the patient by the physician. No patient injury has been reported and the diagnostic mapping process had already been successfully completed with this catheter. Excessive force is cautioned against in the product labeling and in physician training materials. Labeling and training also caution that other catheters used concurrently with firmap need to be removed before repositioning or removing the firmap. Reference MFR # 3008497357-2014-00005.